Event description:
The reporter stated that reporter had gotten erratic blood glucose test results of hi and 18 mg/dl on tests that were done back to back in less than 10 minutes. Reporter did not have any symptoms. Reporter stated that she had never cleaned reporter's meter, and did not have any supplies for control testing. Attempts to contact the reporter for further information on the reported tests have not been successful. No harm was alleged.